Event description:
Middle aged female with recent onset of chest pain. Procedure: l and r cardiac catheterization with percutaneous intervention. The ivus (intravascular ultrasound) catheter started to spin the run through wire. Both were removed together. A new one of each (ivus and run through) used for procedure without known injury. Manufacturer response for catheter, ultrasound, intravascular, opticross 6 (per site reporter), will obtain.